Event description:
The rep reported the device was used during a laparoscopic cholecystectomy. It was reported the 511sd the top seal on the trocar ripped and the flapper valve gasket came off. The case was completed with a leaking trocar. There was no consequence to the patient.